Event description:
Eighteen months after percutaneous coronary intervention (pci) with a cypher stent, repeat angiography indicated restenosis within the left circumflex at the site of a stent fracture. Small aneurysms lined the intima along the stent, and the stent appeared to be discontinuous with a clear gap between the two segments. The stent segments were also angulated with respect to another.

Manufacturer narrative:
As reported in the 12/26/06, on-line version of the catherization and cardiovascular interventions magazine, a woman presented with stable angina pectoris. A nuclear perfusion scan revealed multiple areas of ischemia including the anterior and lateral walls. Subsequent cardiac catheterization demonstrated 3-vessel coronary artery disease. The left anterior descending artery was found to have a 75% lesion in its mid portion. The left circumflex artery had a subtotal occlusion at the origin of the second obtuse marginal branch. The pt declined coronary bypass surgery and underwent percutaneous coronary intervention (pci). The left circumflex lesion was pre-dilated with a 2.0 mm diameter balloon, and although the coronary lumen and anterograde flow were improved, the vessel still appeared to be relatively small and diffusely diseased. A 2.5 x 28 mm2 cyphertm stent (cordis corp) was deployed at 9 atmospheres (atms) in the left circumflex artery, covering the lesion and extending distally into the second obtuse marginal. No additional dilatations were performed. The pt was symptomatically improved but developed recurrence of her symptoms 18 months later. Repeat angiography was performed and demonstrated a patent stent in the mid-lad. However, there was restenosis within the left circumflex at the site of a stent fracture. Small aneurysms lined the intima along the stent, and the stent appeared to be discontinuous with a clear gap between the two segments. The stent segments were also angulated with respect to another. Although the region of stent fracture was not in a region of tortuousity or calcification, it was located in a region of angiographic torsion. Repeat pci in the regional of the stent fracture was performed using a 2.0 x 30mm2 maverick predilatation balloon. The pt has subsequently done well. In summary, this female experienced stent fracture with associated restenosis and coronary aneurysm post cypher stent implantation. Restenosis and coronary aneurysm are potential adverse events associated with coronary artery stenting. The pt demonstrated triple vessel coronary disease upon initial presentation. Treatment in the left coronary system included the lad (no description given) and the circumflex, which was described as "relatively small and diffusely diseased". The lcx was predilated, as recommended, before deploying a 2.5/28mm cypher stent at 9atm, which covered the lesion and extended distally into the 2nd obtuse marginal branch. No post-dilation was done. The pt reportedly did well for the next 18 months until her anginal symptoms recurred. Angiography found the lad stent patent; however, the lcx stent was fractured, restenosed and mildly aneurismal. The restenosis was balloon dilated. As reported, the region of the stent fracture was located in a region of angiographic torsion. The product could not be returned for eval, as it was still implanted and a review of the manufacturing records could not be done without a lot number. In conclusion, with the availble info, the combination of a relatively long stent in a relatively small diameter vessel with an area of torsion may have contributed to the stent fracture and resulting restenosis.